Manufacturer narrative:
Sample evaluation: no sample returned as of (B)(6) 2025 therefore, no sample evaluation can be conducted. If the device returns the report will be re-opened. DHR review: no lot number supplied, therefore no DHR review could be conducted. Complaint record review: the complaint records were reviewed for the previous year (january 2024 - january 2025). For the 70-0053/ 51 device family this is the only complaint for leak/ deflate. Root cause investigation results: (final root cause code / description: cnc - cannot confirm) no sample was returned. Without having a sample to evaluate, this complaints is subject to defect trending, the root cause cannot be established. If the sample returns later, the appropriate documents will be updated accordingly. Investigation: this complaint is limited to only the information provided; therefore, no further investigation can be carried out beside trending.

Event description:
Event description: per email, it was reported that: device was implanted (B)(6) 2024 and fell out of the patient on (B)(6) 2025. The incident was resolved when patient was admitted to the emergency room for a replacement tube.